Event description:
It was reported during implantation procedure that the new lead helix was unable to extend prior to being placed in the body. Trouble shooting was attempted but unsuccessful. The lead was exchanged. The patient was stable and asymptomatic.

Event description:
It was reported during implantation procedure that the new lead helix was unable to extend prior to being placed in the body. Trouble shooting was attempted but unsuccessful. The lead was exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with helix retracted and clean. Visual, mechanical and x-ray examination of the lead did not find any anomalies.